Event description:
It was reported that during a primary procedure in a patient that presented with an acute inferior myocardial infarction, the lesion located in the left anterior descending artery was pre-dilated with a 2.5 x 20 mm dilatation balloon; however, the stent delivery system (sds) could not be advanced through the lesion for treatment. Prior to use of the sds in the patient, the stent implant was observed to be flared; however, the decision was made to use the sds in the patient anyway. The stent implant became further damaged, or dislodged. The sds was removed from the patient without issue. A non-abbott stent was used to complete the case. No adverse patient effects or clinically significant delay in procedure was reported. No additional information was provided. Analysis of the returned device revealed the stent implant was located on the distal end of the stent delivery system balloon and was almost dislodged.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) - use after damage. Evaluation summary: analysis of the returned device revealed that the stent implant was stationary on the distal balloon taper but had dislodged distally and was located over the distal taper and the tip. The proximal end of the stent implant was located 2 mm proximal to the distal balloon marker. The first five rows of the distal end of the stent implant were stretched out and mangled. In this case, it was reported the stent was noted to be damaged prior to use; however, the stent delivery system (sds) was still advanced into the patient anatomy. It should be noted the inspection prior to use section of the multi link 8 coronary stent system instructions for use states: prior to using the multi-link 8, multi-link 8 sv, or multi-link 8 ll coronary stent system, carefully remove the system from the package and inspect for bends, kinks, and other damage. Verify that the stent does not extend beyond the radiopaque balloon markers. Do not use if any defects are noted. A review of the lot history record indicated all lot release testing met acceptance criteria and revealed no non-conformances that would have contributed to the reported event. A query of the complaint-handling database indicated there are no similar incidents reported from this lot. Based on the available information reviewed, there is no evidence to suggest that a product deficiency is suspected.